Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause as not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager emailed on behalf of a facility representative that, following intraocular lens (iol) implant procedure, the lens was explanted due to "an apparent defect on the iol". Additional information received and it indicates that, the lens was opened/loaded/ defect was discovered prior to implant.